Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. There was noise exhibited by the right atrial lead. There were no action taken as the noise was sensed by the lead only when patient was swimming. The patient was stable.